Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump. In addition, the pump battery dropped from 60% to 1% after being connected to a power source and the pump shut off due to insufficient power. After being turned back on, the pump battery then jumped from 15% to 100% while not being connected to a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would use a backup pump as alternate insulin therapy until the replacement pump was received.